Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered corrosion in the suction socket and fluid in the tube from the suction socket to the pump. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, large glare and the image has ¿grains¿ on the evis exera iii xenon light source. Upon inspection and testing of the returned unit, water leaks from the output connector socket. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was attributed to liquid invasion from s-socket through pump. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.